Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the esophageal vein using pod packing coils (pod pc) and a lantern delivery microcatheters (lantern). During the procedure, prior to use, the physician found that the distal end of a lantern was kinked upon removal from the packaging. Therefore, the lantern was not used in the procedure and a new lantern was opened. While advancing a pod pc through the new lantern, the pusher assembly of the pod pc was inadvertently kinked. Therefore, the pod pc was removed. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.